Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message.no death or serious injury was associated with this incident.(B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse inspected the calibration of the x-arm at the tip pick up and above the pca assembly. The fse checked all plungers and tip clamps and found no issues. While cleaning a tube lifter assembly, the drive belt for lifter 5 broke and was replaced. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.